Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's infusion set site was pulled out when the pump fell off of the belt. The customer reported that the smooth metal of the belt clip and the difficulty to pull the clip open to clip onto a belt caused the pump to fall off the belt. The customer's blood glucose (bg) level was 379 mg/dl and an insulin injection was administered to address the bg level.